Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va13rgh, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
A patient reported they have not been getting good results like they were with the trial. This has been happening since the implant, and they have had no falls or trauma. They increased stimulation from 4.5 but said it was too strong so they lowered it and now they don't feel stimulation in the vaginal area, only in their lower right buttock. It was suggested that the patient follow up with their healthcare provider to determine what programs they wanted the patient on. The implantable neurostimulator (ins) was indicated for gastrointestinal/pelvic floor, fecal incontinence, and urinary dysfunction/sacral nerve stimulation. Additional information received from the manufacturer representative indicated that the patient had a lead revision on (B)(6) 2016 due to having pain when stimulation was on. It was further reported that a lead replacement occurred.

Manufacturer narrative:
Analysis findings indicated there were no significant anomalies with product va13rgh.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.